Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product: catalog #: 00596204014, nexgen articular surface femorals size ef 14 mm height, lot # 62548933. Catalog #: 00599804801, nexgen legacy 3 degree fluted tibial component stemmed, lot # 62864716. Catalog #: 00597206532, nexgen all poly patella size 32 mm diameter 8.5 mm thickness, lot # 62813678. Catalog #: 00576401652, nexgen femoral component, lot # 62559546. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it is currently implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06036, 06037, 00527, and 00251. Device remains implanted.

Event description:
It was reported that following a knee arthroplasty, the patient is experiencing continual pain, swelling, buckling of the knee and a loss of balance. The patient may require a revision procedure. Attempts have been made and additional information on the reported event is unavailable at this time.